Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when low, out of range high voltage lead impedance was observed. The device was reprogrammed. Subsequently, the patient presented in hospital after receiving inappropriate therapy due to high, hv lead impedance. The lead was explanted.